Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event occurred on an unspecified dates and involved a spinning spiros® closed male luer, red cap. It was reported that leaking occurred. There was patient involvement; harm was not reported as a consequence of this event. No other information was provided.

Manufacturer narrative:
A series of photos were shared by the customer, where an unknown device over a napkin and 4 spiros numbered from 1 to 4 are observed. No damage or anomalies are observed. The following samples were returned for evaluation: bag #1.- one (1) used. List #ch2000s-c connected to an unknown, extension set. Three (3) used. List #ch2000s-c, (lot #13750334, lot #13850556, lot #13772074) one (1) new sample list #ch2000s-c. As received no physical damage or anomalies were observed. The extension connected with the ch2000s-c was tested as per procedure and internal/external leaks from the spiros or along the device was observed. The new spiros was torque test activated and confirmed to meet the product specification, all the spiros were tested for the torque residual and passed. All the spiros present a good shear tab activation and no damage on the splines. The male luer was confirmed to comply with iso design expectations due to the 3 spiros being returned separated, complaint of leak can be confirmed. However, based that spiros met all product specifications the probable cause is unknown. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.